Manufacturer narrative:
The technician replaced the sidecomm board, which resolved the issue. The bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that the bed would not consistently place a nurse call.